Event description:
Updated case description: it was reported that during preparation of a xpert stent delivery system (sds), after opening the packaging and flushing the device, there was a premature partial deployment of the xpert stent found. Reportedly, the account denied any manipulation that would cause the premature partial deployment of the xpert stent. The account tried to use a suture and tie the tip of the stent closed in order to try to reinsert the stent into the hemostasis valve of the sheath unsuccessfully because it was the last xpert stent available. The xpert sds was never entered into the patients anatomy and was set aside. A non-abbott sds was used successfully for the procedure. There was no patient involvement or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was returned for analysis. The premature deployment was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the xpert stent system instructions for use states: once the expansion of the stent has begun, the stent cannot be retracted into the delivery system or repositioned. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The premature deployment was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the xpert stent system instructions for use states: inspect the system visually for damages that could influence the performance. Inspect that the stent is fully contained within the outer tube. Do not use if the stent is partially deployed or a gap between outer tube and catheter tip is over 2mm. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during preparation of a xpert stent delivery system (sds), after opening the packaging and flushing the device, there was a premature partial deployment of the xpert stent found. Reportedly, the account denied any manipulation that would cause the premature partial deployment of the xpert stent. The account tried to use a suture and tie the tip of the stent closed in order to try to reinsert the stent into the protective cover unsuccessfully because it was the last xpert stent available. The xpert sds was never entered into the patient's anatomy and was set aside. A non-abbott sds was used successfully for the procedure. There was no patient involvement or no clinically significant delay in the procedure reported. There was no additional information provided.